Manufacturer narrative:
According to the sophysa in-house process, the probe 15c04904 has been analysed and tested by the quality control laboratory. Analysis performed show that the tubing of the probe present no defect. Once connected to a pressio monitor the e001 error was confirmed. Consequently the connector of the catheter was opened and it was observed that one of the micro-wire inside was broken. This breakage is probably due to an excessive traction on the tubing of the probe. Several hypothesis can explain this situation: during disconnection of the catheter from the extension cable, the user pulled on the catheter by handling the tubing. To avoid that problem its important to raise awareness of user to systematically hold the catheter using the connector during disconnection, to prevent this kind of damage. During nursing/move excessive traction has been applied to the catheter and/or the extension cable leading to micro-wire breakage. To avoid that situation, sophysa advices: to fix the catheter extension cable to the bed sheets thank to the dedicated clamps. To make one loop with catheter tubing and to attach the loop thus formed thank to the fixation tab to patient's scalp.

Event description:
Problem with icp monitoring kit: the catheter showed e001 error.